Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change out, externalized conductors were observed via fluoroscopy. The pace/sense portion of the lead was not being used and the defib portion was active. Defib portion of the lead still remains active.